Event description:
It was reported that the down arrow does not respond with every button press. The pt denied that the pump has been exposed to moisture and stated that she wears the pump on her waist with a clip.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.